Manufacturer narrative:
Block b3: exact date unknown, event occurred one month after the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7142510. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7142583. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device despite program optimization attempted. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned.